Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2009. Subsequently, a revision procedure was performed on (B)(6), 2011 due to metallosis and lack of bone ingrowth. The surgeon noted there was tissue reaction. The acetabular cup, modular head, and taper adapter were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." "Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Evaluation of the returned component found that it was still assembled to the modular head and no attempt was made to separate the components. The morse taper showed little evidence of wear from contact with the stem. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4), 2011.